Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, a opening crease sharp assessed as to a fold flaw opening with non-penetrating nicks around the opening. Crease/folding of implant: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed in the device additional, changed, and/or corrected data: b6, d9, h3, h6.